Event description:
Piece of wire broke off in patient. Wire was being used in a catheter to retrieve a vena cava filter. Piece of catheter and wire broke off. The physician indicated in his report that the piece of wire embolized to the pulmonary with no clinical significance. Customer was evaluating the product.

Manufacturer narrative:
Investigation in-process and the results of the investigation will be filed in a supplemental report when completed.